Manufacturer narrative:
It was determined that the reported product fault was due to a supplied item. A notification was sent to the supplier.

Manufacturer narrative:
It was reported that the event occurred "around early (B)(6) ". The exact date is unknown. Reported noted an invalid catalog number of:100/150/800. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that during use of a portex¿racheal tube, the operator was unable to control the cuff pressure. The operator had been attempting to fill air in the cuff. It was observed that the red one-way value was disconnected. A tracheal tube change was performed. No injury was reported, and the event outcome was reported as resolved.